Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes are decapping. The following information was provided by the initial reporter: "customer states vacutainer tubes are decapping."

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are decapping. The following information was provided by the initial reporter: "customer states vacutainer tubes are decapping".

Manufacturer narrative:
The following information was provided by the initial reporter. The customer stated: device available for eval? Yes returned to manufacturer on: 24-aug-2022. H6: investigation summary: material #: 367960. Lot/batch #: 2080688. Bd received 100 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for decapping with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.